Event description:
It was reported that the cage migrated forward post-operatively. The patient was revised to remove the cage.

Manufacturer narrative:
Methods: label review, x-ray review, and risk assessment was conducted; however, visual, dimensional, functional, material, and device history records could not be performed, a valid catalog and lot code was not provided as the device was not returned by the surgeon. Results: it was reported that the cage migrated forward post-operatively, confirmed via x-ray. The patient was revised to remove the cage and a different cage size was used in the revision surgery on (B)(6) 2018; catalog and lot number for the cage is unknown. It was reported the tamps used to adjust location of the cage has been used since (B)(6) 2018 for 11 surgeries; there was no damage reported on the tamps. The primary surgery was performed september 2018. During the primary surgery, the cage did not rotate and continued to move forward during implantation. It was reported that the surgeon was not satisfied with the cage placement. No fusion occurred on the patient and no compression was applied after the cage implantation. It's unknown of the patient's post-op activity such as fall or trauma. Conclusion: although the information received is not sufficient to determine the root cause conclusively, the potential root cause of the reported cage migration is due to the incorrect cage size choice.

Event description:
It was reported that the cage migrated forward post-operatively. The patient was revised to remove the cage.